Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4) preliminary testing revealed no pacing output when device was programmed vvir 60 bpm bipolar mode. Testing on the automated functional testers revealed anomalous output conditions. Analysis of the memory dump data revealed the atrial lead impedance measured open on (B) (6) 2007 and the ventricular lead impedance measured open on (B) (6) 2009 which is before the explant date of (B) (6) 2009. The no output condition was the result of lifted hybrid bond wires.

Event description:
It was reported that there was undefined high impedance on a competitor right ventricular lead during device interrogation before replacement, but during replacement the impedance decreased to 740 ohms. The device was operating in vvir and no atrial impedance was found, but during the replacement atrial lead impedance was measured at 591 ohms. The device was explanted and replaced. No patient complications have been reported as a result of this event.